Event description:
This pt experienced subacute thrombosis of four cypher stents nine days after implant. This pt was admitted to the hosp with an acute mi. Pre-procedural medications are unk. The pt was taken emergently for coronary angiography, which revealed a de novo, concentric, calcified, type c lesion with pre-existing thrombus present in a diffusely diseased proximal through mid lad. The lesion length was 70mm and vessel diameter was 2.50mm. Aspiration thrombectomy was conducted. At 13,000 units of heparin were administered via IV. The lesion was 10 predilated with a 1.5 x 15mm ptca balloon. A second pre-dilation was conducted with a 2.75 x 15mm balloon, which was inflated to 8atm for 60 secs. A 2.5 x 23mm cypher stent was deployed to 12 atm for 60 secs at the very distal end of the lesion. A 3.0 x 23mm cypher was deployed to 12atm for 60 secs proximal to the 1st implanted cypher with a gap (no stent edge overlap). Another 3.0 x 18mm cypher stent was deployed to 12atm for 60 secs, proximal to the 2nd cypher and overlapping it. A 4th cypher stent, 2.5 x 18mm, was deployed to 16atm for 60 secs, proximal to the 3rd cypher and overlapping it. Finally, the stented segment was post-dilated with a 3.0 x 18mm balloon inflated to 16atm for 60 secs. Ivus was conducted. Timi flow before the procedure was 0 and 2-3 after the procedure. The residual % of stenosis was 0%. Acts were not measured. The pt was discharged on aspirin and ticlid. Approx 9 days post index procedure, while still hospitalized, the pt complained of chest pain and was taken back to the cath lab for eval. Angiography revealed a complete, thrombotic occlusion of the previously stented segment of the lad (all 4 cypher stents). To treat the thrombus, aspiration thrombectomy and balloon angioplasty were conducted. Procedural details are unk. An intra-aortic balloon pump was inserted for hemodynamic support and respiratory monitoring are initiated; however, the pt expired later that day. Implanting physician's comment: the probable cause of the thrombotic event was because the most proximally implanted cypher's diameter was 2.5mm; it was probably under-dilated.

Manufacturer narrative:
Note: device is not distributed in the us; however, it is similar to us product. This is 1 of 4 reports submitted for the same event. Please reference MFR report #'s: 9616099-2006-00869, -00870, and -00873. Add'l info will be submitted within 30 days of receipt.